Event description:
During an unspecified procedure, the instrument was difficult to open. The surgeon applied another device to complete the prodcedure, the hosp has reported that no pt injury occurred.